Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc141400j/18854197, UDI: (B)(4).

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. On an unknown date, 2019, estimated to be on or about (B)(6) 2019, post-operative computed tomography image revealed a suspected type iii endoleak originating from the area of the contralateral gate overlap zone. On (B)(6) 2019, the patient underwent re-intervention to treat the type iii endoleak. An additional contralateral leg was implanted proximally from the long gold marker to reline the overlap zone of the contralateral gate and contralateral leg component. Post deployment of the additional graft no type iii endoleak was observed. A type ii endoleak was observed to originate from a lumbar artery; but no additional treatment was performed. The patient tolerated the procedure. It was reported the patient¿s proximal aortic neck was angled and may have contributed to the type iii endoleak.

Event description:
On (B)(6) 2019 the patient underwent re-intervention to treat the type iii endoleak.